Manufacturer narrative:
Service technician sent out to hospital on (B)(4) 2012 to evaluate cryo-sl. Service tech tested unit for 45 minutes and could not duplicate problem or error. Decision made to replace temperature and I/o board to try and alleviate intermittent fault.

Event description:
During cryoabaltion procedure of a para spinal tumor, system failed. Screen flashed and error message displayed. Per operators manual, machine shut down and restarted several times to clear error with no success. Contacted tech support, who gave suggestions on clearing the error. This also did not work. After approximately 30 minutes the case was aborted without being completed. No patient injury reported, case rescheduled.